Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on with ac power. The device will turn on briefly while on battery power, but will turn off soon after being powered on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on with ac power. The device will turn on briefly while on battery power, but will turn off soon after being powered on. There was no report of patient use associated with the reported event.